Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Intermittent blank display and failed battery test alarm due to corroded battery tube. Unable to confirm unexpected battery out limit alarms due to failed batt test alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen and experienced battery out limit alarms. The customer's blood glucose level was mg/dl at the time of the incident. The customer was assisted with the issue but the blank display was not resolved by changing the batteries. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.